Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-21480. The pt (B)(6) is implanted with an occipital nerve stimulation system (off-label) for chronic migraines. It was reported the pt experienced ineffective stimulation after the previous surgical intervention (ref MFR report: 1627487-2014-00341). X-rays were ordered. F/u identified the pt underwent surgical intervention on (B)(6) 2014, to remove fibrous tissue around the leads and to reposition both leads. Post-operative programming indicated low impedance contacts. The pt was programmed to high amplitude settings in order to feel stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.